Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence. It was determined that the original cuff size was too big. All components were explanted, replaced, and a 4cm cuff was used. There were no further patient complications reported.